Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were reviewed. There were two sessions on the reported date, among them, only the first session logged that the site reached the navigation task. Logs captured that the site performed multiple registrations, and all the registration error metrics (4.1 millimeters (mm), 3.67mm, 3.63mm, 1.66mm, etc.) Were less than 5mm, therefore the registrations passed successfully. Archive contained four magnetic resonance (mr) exams (mr-1, mr-2, mr-3, and mr-4). Among these, mr-1 (5mm spacing and 4mm thickness) and mr-3 (3mm spacing and thickness) exams were not optimal for the navigation system as the slice spacing and thickness exceed 2mm. Mr-2 and mr-4 exams had 160 slices with 1.1mm slice spacing and thickness each. Site performed a touch registration on the mr-4 exam, collected 9 touch points among them, 3 were green, 2 were yellow, and 4 were red, with a 1.7mm error accuracy metric. Archive also captured a trace registration on the mr-4 exam and collected trace points on the forehead with yellow and small greenzone accuracy. Suggested to collect the more green points for the better accuracy during the registration. Apart from this, the logs and archives did not capture sufficient information to determine the root cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0 h3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively during a cranial resection procedure. It was reported that an alleged inaccuracy of 1 cm. Touch registration was used and was 1.7mm. No known impact to patient outcome. There was no surgical delay. Manufacturer imaging and navigation were aborted, but the surgery was not. No further information available.

Manufacturer narrative:
Additional information in sections a, b5 and e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the surgery continued without navigation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.